Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information from the patient that 12 years and 3 months post implant of this 27mm bioprosthetic aortic valve, it was explanted and replaced with a non-medtronic bioprosthetic valve. The reason for the replacement was reported as moderate to severe aortic insufficiency and a paravalvular leak around the bioprosthetic valve. It was also reported that there was leaflet degeneration of the bioprosthetic valve and the patient was in new york heart association (nyha) class IV heart failure. No additional adverse patient effects were reported.